Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4.

Event description:
A customer reported that a system message displayed during surgery and the intraocular pressure control was unable to be used. The procedure was completed using vented gas forced infusion (vgfi) with no harm to the pt.